Event description:
The report received indicated that during a visual check of the labeling process and after opening the outer box of this device, a brown foreign matter was found inside the sterile pouch. The sterile pouch was not open and all of the packaging was sealed. The product was stored and handled as usual procedure in the stockyard of a warehouse. It was not clinically used.

Manufacturer narrative:
Please note that the product is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.